Event description:
The report stated that during an open radio frequency ablation procedure, water leaked from between grip and tubing.

Manufacturer narrative:
The incident sample was not returned for eval. Therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.